Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The individual contacted the medical team due to elevated blood glucose levels on (B)(6) 2025. The situation resulted in a hospital stay exceeding 24 hours. The presence of ketones was confirmed during the assessment. No further information available.